Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post paced t wave oversensing was observed. Programming changes were recommended. The patient condition was stable before, during, and after the device interrogation and monitoring will continue.